Manufacturer narrative:
On 15-oct-2020, mentor received additional information regarding the suspected medical devices. Due to covid-19 concern, the devices were inadvertently discarded. The relevant fields have been updated. On 23-oct-2020, mentor received additional information regarding the replacement devices. The replacement devices are two 500cc mentor memorygel breast implant prostheses (catalog: 3505504bc, left serial#: (B)(6), right serial#: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation with a 450cc mentor memorygel breast implant (right) and a 500cc mentor memorygel breast implant (left) experienced postoperative bilateral grade ii/iii capsular contracture and right-sided rupture. Initially, routine mammogram indicated right-sided rupture, and the diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc) on (B)(6) 2020. This report is for the right-sided prosthesis.